Event description:
In a pedicle screw construct, where doctor used a crosslink, 2 set screws from the crosslink came out. Doctor backed out the set screw too much, while trying to engage the crosslink hook into the rod. This caused a 45 minute delay while surgeon looked for and recovered the set screws. No surgical technique was reported. No pre or post-op x-rays were provided. No harm or injury to the patient was reported. Case was completed without harm or injury to the patient. User error. Design of the connector is being enhanced to allow for the set screw to be "backed up" in order to account for potential user error.